Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted, and a watchman flx closure device was implanted. During evaluation of the release criteria of the closure device, a clot was identified near the tip of the was. The physician attempted to aspirate the clot through the watchman flx delivery system, however, this was unsuccessful. The closure device was released into the laa. The was was pulled back across the septum into the right atrium. When the was was removed from the patient, no clot was noted on the was, thus, the clot likely dislodged in the patient. No further consequences were seen with the patient and the patient was to continue on dual antiplatelet therapy post procedure.

Manufacturer narrative:
B7: other relevant history- updated.

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman fxd curve access system (was) was inserted, and a watchman flx closure device was implanted. During evaluation of the release criteria of the closure device, a clot was identified near the tip of the was. The physician attempted to aspirate the clot through the watchman flx delivery system, however, this was unsuccessful. The closure device was released into the laa. The was pulled back across the septum into the right atrium. When the was removed from the patient, no clot was noted on the was, thus, the clot likely dislodged in the patient. No further consequences were seen with the patient and the patient was to continue on dual antiplatelet therapy post procedure.